Event description:
It was reported that during a pci procedure involving a lesion in a bifurcation of the left main and left circumflex (lcx) coronary artery, the maverick2 monorail balloon ruptured. The number of inflations and to what atms is unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'safe'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.